Event description:
(B)(4). It was reported that a pre-use checks test was performed successfully with the expiratory cassette not locked into position. Later, the ventilator was used for a number of hours on a patient. Sometime later, the expiratory cassette was bumped or moved sufficiently enough to cause the ventilator to display a variety of alarms, all of which pointed towards circuit disconnection. The patient was not harmed and there was no negative outcomes reported. (B)(4).

Manufacturer narrative:
The hospital has not been able to identify which of their ventilators was used and connected to the reported event. Subsequently, we haven't been able to investigate the ventilator, its expiratory cassette, or the device logs. A general test of our reference system showed that it's possible to pass the pre-use checks tests (puc) with a loose/not correctly seated expiratory cassette. It would be obvious to the user that the expiratory cassette was loose when changing from the test tube used in the pre-use checks tests to the patient circuit. The expiratory cassette is locked mechanically in the expiratory cassette compartment with a lock button that will snap in place (audible noise as well as visual). If the looking mechanism has snapped in place, it cannot become loosened by itself. If the expiratory cassette was loose during on-going ventilation, several high priority alarms will be generated to the user. The reported problem has not been able to be reproduced since no log files or parts have been received. As a result, the root cause for the reported error could not be determined during this investigation.

Event description:
(B)(4).